Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
Patient had 2 resolute integrity drug eluting stents implanted in the lcx as part of a revascularization approximately 31 month post index procedure. Patient had previously had 4 stents implanted in the lcx, 1 in the lad, 2 in the rca and 1 in the left main. Approximately 12 months later patient had revascularization of lcx using ptca and approximately 27 months post implant patient experienced gi bleed which was treated with medication and transfusion. Investigator indicated that the event was not related to the study device.